Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient was hospitalized due to pvl, behcet disease and end-stage heart failure. The patient received a heart transplant and the relationship between the subject being hospitalized and edwards valve was judged by the doctor as "maybe related". The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the pvl remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23 mm pericardial aortic valve was re-hospitalized after one (1) year due to paravalvular leak, behcet disease and end-stage heart failure. The patient was scheduled for heart transplantation and discharged home. As reported, heart transplantation was performed one (1) year and eight (8) months after the implantation of the edwards valve. The patient was reported to be doing well in a follow-up visit eight (8) months after the transplant.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that a patient with a 23mm pericardial aortic valve was re-hospitalized after one (1) year due to moderate paravalvular leak, behcet disease and end-stage heart failure. The patient was scheduled for heart transplantation and discharged home. As reported, heart transplantation was performed one (1) year and eight (8) months after the implant of the edwards valve. The pvl was then severe and as per medical opinion the cause for this pvl was behcet´s disease. The patient was reported to be doing well in a follow-up visit eight (8) months after the transplant.